Manufacturer narrative:
The reporter's test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.0 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The investigation did not identify a product problem. The cause of the event could not be determined. Medwatch field d10 and h3 have been updated.

Manufacturer narrative:
The patient's product was requested for investigation and replacement product was sent to the patient. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 397396) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Medwatch field occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated she received discrepant results when testing with coaguchek xs meter serial number (B)(4). Between 8:00 a.m. And 8:30 a.m., a sample from the patient was tested on the meter, resulting with a value of 6.2 inr. Five minutes later, the patient collected a sample from a different finger and tested on the meter, resulting with a value of 6.2 inr. The meter values were reported to the patient's doctor. At 12:00 p.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 4.4 inr. The patient's doctor believed this value to be correct. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once every two weeks.